Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: suture pulled through the tissue tract. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, when the physician was maintaining tension on the rail suture, it did not hold in place and was pulled out of the tissue tract. The knot could not be completed. Hemostasis was achieved with manual compression. There was no adverse pt effects. Though requested, no add'l info was available.